Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 11/02/2023, the patient was dizzy and almost passed out which they described as they were in and out of consciousness. The patient's girlfriend checked the patient's bg and it was 35 mg/dl while the cgm was displaying 190 mg/dl. The patient took sugar and liquid drinks to increase his sugar level. At the time of the report, the patient was feeling okay and reported that an hour prior to tis report, the last bg reading they took was 190 mg/dl and the cgm was 100 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.